Event description:
The patient's (B)(6) scs system includes a percutaneous lead. It was reported the patient lost stimulation. Diagnostic test revealed invalid impedance measurements on all lead contacts. Surgical intervention was undertaken to replace the lead thereby resolving this issue. No further complications were reported.

Manufacturer narrative:
Results: the lead was slightly kinked with all wires broken approximately 9.5 cm from the stimulation end. Functional testing was not necessary because all of the wires were broken. The outer tubing was not breached, so the damage observed is consistent with an overstress condition the lead was subjected to while it was implanted. It is unknown what overstress condition caused the lead to kink and the wires to fracture. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.